Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-07154. The pt received 4 leads with two separate lot numbers. The pt reported the leads were superficial, and she could feel the leads through her skin. The pt reported the leads were not coming through the skin, but she did have pain due to the issue. The pt had turned the stimulation off as it worsened the issue. It was reported the pt was working with her physician to have the scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.